Manufacturer narrative:
The reported event was unconfirmed. A three way latex foley catheter was returned for evaluation. The catheter was inflated with 80 cc of water with no issues and was then deflated with no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "use luer slip tip syringe. Do not use needle." And has a recommended inflation capacity of 80 ml of sterile water for a 75cc balloon. Corrections: d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate with water. The catheter was also difficult to deflate as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to inflate with water. The catheter was also difficult to deflate as well.